Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4).

Event description:
Sorin group received a report that the touch screen would not respond. There was no report of pt injury.